Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that with the 3rd implant they slipped in the tub and twisted and they felt something tear and it had become sensitive like it was pulled out of place. Patient reported the battery was not in the normal place and was poking out of their butt. Patient reported they also began getting shocked. Patient stated they could sit or stand and be fine, but sometimes they would stand up and the stimulation was higher than it previously was. Patient stated there had been a recent occurrence where they were doing laundry and they stood up and the battery/setting was too high and it was shocking them in their left sciatic nerve. Patient reported they were able to turn off the ins, which made the immediate pain less severe and stopped it, but they still had residual pain for which they had to go to bed. That pain went away after 24 hours. Patient reported they had kept it turned off since then. They reported they couldn't keep having surgeries, it was getting worse as they got older. They inquired about different implant options. It was reviewed to discuss next steps with their healthcare provider. No further complications were reported or anticipated.